Event description:
It was reported that diaphragmatic stimulation occurred and the lead was attempted to be explanted. While trying to undeploy the lobes of the lead, one of the lobes was difficult to undeploy. The status of the lead is unknown and there is no further information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).